Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin due to insulin. The patient experienced an elevated blood glucose level as high as 488 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
(B)(6). The event occurred in (B)(6).